Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing of a 6f 11cm avanti plus catheter sheath introducer (csi) during an electrophysiology (ep) his synscopes procedure, the device broke, and part of the device remained inside the patient. The rest of the csi was removed from the patient with a non-cordis lasso. The procedure lasted longer than expected and the patient required occlusive compression and a re-absorbable suture to achieve hemostasis, as well as hospitalization with doppler control. A 22-gauge needle was used during introduction into the patient¿s right femoral vein of the superior right member. The patient was in the decubito-dorsal position during the procedure. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. This device and received image have been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, when removing of a 6f 11cm avanti plus catheter sheath introducer (csi) during an electrophysiology (ep) his syncope procedure, the device broke, and part of the device remained inside the patient. The rest of the csi was removed from the patient with a non-cordis lasso. The procedure lasted longer than expected and the patient required occlusive compression and a re-absorbable suture to achieve hemostasis, as well as hospitalization with doppler control. A 22-gauge needle was used during introduction into the patient¿s right femoral vein of the superior right member. The patient was in the decubito-dorsal position during the procedure. One photo was submitted for analysis. A separated catheter sheath introducer was observed however, it cannot be determined if the introducer is a cordis csi. No other anomalies nor outstanding details could be observed in the image. A non-sterile unit of "si avanti+ 6f std w/gw no obt" was subsequently received for analysis. The returned components included an unknown device, a portion of the body of the cannula, hub, extension tubing, and a stopcock. The csi components were thoroughly inspected for any damage or anomalies that could have contributed to the reported failure, and a separated cannula was noted. The other portion of the cannula was not received for evaluation. No other damage or anomalies were observed on the returned device. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. The visual inspection conducted at high magnification provided evidence of elongation marks near the separation area, which may have contributed to the separation. These elongation marks suggest the material of the body may have been subjected to stress or deformation. The customer¿s complaint reported as "catheter sheath introducer (csi)-separated" was confirmed by the evidence of a separation found on the returned device. While the exact cause of the separation could not be definitively determined during the evaluation, the elongations detected in the material under microscopic examination are typically associated with separations due to material tensile overload. This suggests the device was likely subjected to a tensile force exceeding the material's yield strength before the separation occurred. Procedural or handling factors may have contributed to this failure. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if increased resistance is felt upon insertion of the csi, or an intravascular device through the csi, investigate the cause before continuing. If the cause cannot be determined and corrected, discontinue the procedure and withdraw the csi.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.